Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm 94 when it was turned on" was confirmed. The cause was determined to be a damaged battery. The main battery was replaced onsite at the facility by a baxter field service technician to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flogard infusion pump that presented "alarm 94 when it was turned on." There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.